Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for failed back surgery syndrome and spinal pain. The patient reported that around (B)(6) or (B)(6) 2018, their implantable neurostimulator (ins) was moved because it was right at their waist/belt level. The patient indicated that it was moved higher. No further complications or patient symptoms were reported or anticipated.